Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 12mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion and the stent strut was lifted. No patient complications were reported.